Event description:
Follow up information reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va002ap, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had her full system removed four months prior to the report due to a health condition. It was further reported that the patient¿s implantable neurostimulator (ins) was removed because the health care professional needed to do some MRI¿s on the patient. It was further reported that the explanted ins system had not helped her at all. It was noted that her recent device was removed so that she could have an MRI for a different medical condition.